Event description:
It was reported that during a pta/stenting treatment procedure involving the right iliac artery, the symphony biliary stent did not fully deploy. During the deployment of the stent, the trigger on the vice was pulled twice and became jammed without fully deploying the stent. The stent had only deployed about 30% and was successfully removed. A new symphony biliary stent was used and the procedure was successfully completed. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as 'fine'.